Event description:
Interrogation on (B)(6) 2017 after pt reported beeping over past couple of days. ICD malfunction: the high voltage rv lead is showing noise and low impedance. Probable insulation break. Pt is in her usual state of health and has no new complaints.